Event description:
Additional information was received that the device was reprogrammed. However, the post paced t- wave oversensing continued. No additional information programming was performed.

Manufacturer narrative:
The g3 provided in (B)(4) was incorrect and the correct date is 02 jul 2025.

Event description:
During remote follow up, post paced t wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.